Event description:
It was reported that alarms occurred, leading to an occlusion issue that impacted blood glucose levels, causing them to exceed high readings. Corrective actions taken by the customer included administering a correction injection via multiple daily injections (mdi), without requiring assistance from a third party. Reportedly, customer was able to successfully resume insulin delivery with the existing cartridge.